Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was removed, but the wire was still in her back. The patient reported that the device never really did work for her and since it was close to her injured nerve it was making it hard to sleep. The patient said the injured nerve was unrelated to the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the cause of the issues was not determined. The leads remained implanted due to the patient's anatomy. The removed device was in the hcp's pathology lab. No further complications were reported.